Manufacturer narrative:
(B)(4). Attempts to obtain patient information have been unsuccessful. Facility declined to provide patient information. The implant or explant dates are not applicable to this device. Concomitant medical products: no information available.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. It was reported during a therapeutic peripheral procedure, while advancing to the lesion, the image from the manufacturer's device disappeared. Additional information provided no damage was observed to the device prior to or after the procedure. The device was inserted into the patient's vasculature with no resistance reported. A second of the same make and model of the manufacturer's device was used to successfully complete the procedure. Visual, microscopic inspection, and image testing were performed on the returned device. The device tip was deformed, a pin hole was observed in the proximal fillet and adhesive material was determined to be missing. The device was connected to the lab imaging system resulting in a proper image and eventually receiving a "fault detected" error message. The probable cause of the reported failure (lost image) is electrical issues caused by fluid ingress into the device, likely through the pin holes observed in the proximal fillet. The pinholes are likely due to air bubbles or a void on the surface of the adhesive that opened during use. The probable cause of the missing adhesive at the proximal fillet is damage not expected during routine use. Strain, impact, and forces associated with use and handling can affect the integrity of the device. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. This product problem is being reported because portions of the device were missing and it could not be concluded when the separation occurred. There is a potential for harm if the malfunction were to recur.